Event description:
It was reported that a patient, (B)(6) male, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a pericardial effusion which required medical treatment to maintain the patient¿s blood pressure throughout the remainder of the procedure. The patient¿s medical history is unknown. During the procedure a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The patient was reported to be in stable condition. Additional information was received stating that the adverse event was confirmed while using the acunav ice catheter. The physician believes the adverse event occurred during the transseptal phase of the procedure, the issue did not occur due to a product failure. No ablations had been delivered at this time. However, the smart touch bidirectional catheter was inside of the patient¿s body when the adverse event was noticed. The physician¿s workflow included a double transseptal puncture. The flow settings were set at 2ml/min. No error messages were observed on the biosense webster equipment during the procedure. The patient did receive a dose of heparin prior to going transseptal. Act was above 300 during that time. Heparin was stopped as the effusion was noticed and was redelivered when the patient¿s blood pressure and effusion (on ice) appeared stable.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: carto 3 system model #: m-4800-01 serial #:(B)(4), smartablate pump model #: unknown serial #: unknown smartablate generator model #: unknown serial #: unknown lasso navigational catheter model #: unknown serial #: unknown distributed: 98 8 fr acunav lot 1842658 non-bwi: st jude agilis 408310 sl1 407439 non-bwi:agilis nxt sl1 brk 71cm. Contact office and manufacturing site should reflect: (B)(6). A manufacturer's ref. No: (B)(4). There were no known anatomical features that were thought to have led to the adverse event. A pericardiocentesis tray was prepared as a safety measure but the pericardiocentesis was not performed. Medical treatment was used to maintain the patient¿s blood pressure throughout the remainder of the procedure. The patient did not require any extended hospitalization. Since the medical treatment was necessary to keep the patient stable during the procedure, this is considered a medical intervention and this event is reportable as a serious injury. The physician believed that the adverse event occurred during the transseptal phase of the procedure and no ablations had been delivered at this time. However, since the smart touch bidirectional catheter was inside of the patient¿s body when the adverse event was noticed, bwi could not rule out that the bwi product was not the cause of this adverse event. Therefore, we are taking a conservative approach and reporting this event under the bwi product.